Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cardiosave intra-aortic balloon pump (iabp) unit had alarm issue, keep alarm while system off. There was no patient involvement.

Event description:
Na.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) upon investigation fine out that power management not functioning. Replaced power management board, test unit issue resolve. Perform calibration, functional testing and safety check to factory specifications. Returned to unit to customer for use.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g1(contact person ¿ mfg site), g3, g6, h2, h6(investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) upon investigation fine out that power management not functioning. Replaced power management board test unit issue resolve. Perform calibration, functional testing and safety check to factory specifications.returned to unit to customer for use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received power management board with a reported unit failure of alarming when turned off. The fat performed a visual inspection and found the part to have corrosion and possible saline damage. Probable root cause is user error. Retaining the part in the failure analysis and testing department per procedure.